Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported dislocation and revision are related to any design, manufacturing, or patient related issues. The cause of the revision is most likely is related to the patient¿s underlying condition; however, that could not be confirmed. Concomitant device(s): 321-20-00, 6563877 - equinoxe reverse shoulder drill kit. 320-15-05, 6746398 - eq rev locking screw. 320-15-03, 6600412 - rs glenoid plate post aug, 8 deg, left. 320-01-38, 6578240 - equinoxe reverse 38mm glenosphere. 320-20-30, s130053 - eq rev compress screw lck cap kit, 4.5 x 30mm. 320-20-26, s200191 - eq rev compress screw lck cap kit, 4.5 x 26mm. 300-01-11, 6648953 - equinoxe, humeral stem primary, press fit 11mm. 320-10-00, 6773121 - equinoxe reverse tray adapter plate tray +0. 320-20-00, 6642519 - eq reverse torque defining screw kit.

Event description:
As reported, approximately 6 weeks postop the initial left shoulder implant, due to dislocation. The head and liner only was revised because the patient was medically unstable. The devices will not return due to facility policy. Patient was last known to be in stable condition following the event.